Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and adapter. Visually, there were no abnormalities noted for the handle or adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. The powered handle powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating at least 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated at least 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was then fired over test media with clean transection. The device was then fired over a fixture to measure the output force; the output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The product was found to be in proper working condition as per the design and the IFU. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the instrument did not fire. A new device was used to complete the surgery. There was no injury or adverse event reported.